Event description:
Pt on nipride drip via co's IV pump (dual). Pt being transferred to hosp per ambulance (amr service). A few minutes into the run, battery option on IV pump failed. Staff stated IV pump had been plugged in while pt was in accu. Pump # back-tacked and verified with central processing dept. Bio-medical dept notified to check pump. Bio-medical report of IV pump testing: dual pumps at 50 ml/hr, 7:40 start, 8:10 low battery message; -audible tone, -alert light on, 8:27 both pumps stopped. Co changed battery on 10/5/95. Battery checks 6% on analyzer. This unit was charge overnight (approx 17 hours). Both sides (pumps) were started at 7:40 am at 50 ml/hr rate. At 8:10 am, low battery message on along with audible tone alert and visible alert. At 8:27 am, both pumps stopped pumping. Battery tested independently and failed capacity test.